Event description:
While using drill with 1.1 drill bit, the drill bit broke off in the patient's ankle when a second screw hole was made. The c-arm was immediatley utilized to located the broken piece and it was successfully removed from the surgical site in it's entireity. The case was completed with no further issues. There was no harm to the patient.